Event description:
On 08th jan 2026, it was reported by a distributor via email that sutrlasso sd sft,45°rt crv, r ar-5068-45r lot 0072332 was bent and subsequently broke during the procedure pm (B)(6) 2026. The surgery was completed without complications using a new (ar-5068-xx) with no fragments retained in the patient¿s body and no harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.